Event description:
Add'l info rec'd from MFR 12/17/02: as per telephone conversation of monday, december 16, 2002, MFR was unable to confirm that depuy ace manufactured the device (7.5mm reamer). The model number and catalog number, provided in the MDR submitted by the user facility, are not valid product identification numbers for a depuy ace device. The facility would not release the device for evaluation, and follow-up calls, requesting verification of the product identification numbers were not answered. MFR checked with product development group, to see if a 7.5 reamer with a similar product number exists, but there is none. Although MFR cannot be certain, MFR has concluded that the report was sent to them in error, and that depuy ace did not MFR the device. MFR has closed its complaint file, but will update it should new info, or the device, become available.

Event description:
Tip of reamer broke off in pt's humerus during surgery.